Manufacturer narrative:
The field service engineer (fse) was on site to obsevre the instrument on (B)(4) 2015. The fse later found that the wbc background was high due to build up in all 3 wbc apertures. The fse cleaned the apertures and bleached the wbc electrode housing resolving the issue the instrument ran without further issues and all repairs were verified per established service procedures. (B)(4).

Event description:
The fse reported that the white blood count (wbc) background was running high due to build up in all 3 wbc apertures on the coulter lh 750 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results.